Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that no communication could be established with either the patient programmer, recharger or clinician programmer. It was reported that the patient recharges their device every 2.5 weeks and that they tried to recharge on saturday and it would not find the implant. It was indicated that the on/off buttons on the side of the recharger did work. It was reported that the patient programmer (pp) showed the poor communication screen and the clinician programmer would not find the implant. The rep stated that the patient tried a new antenna on the recharger. The rep performed an antenna locate and they got a low number of around 40 and a high number of 82. A physician mode recharge (pmr)was started and it was reported that 45 minutes were left of that. It was reported that the patient remembered feeling stimulation last night. It is unknown if the full length pmr resolved the issue as 45 minutes were still left. It was reported that the rep would complete the pmr and then if it doesn't switch over on its own then they would try to start a recharge session and charge to 25 percent before reading it with their clinician programmer. There were no symptoms reported and the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient went through physician mode resets (pmr), which resolved the issue. No further complications were reported.